Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted abdominal pain and bright red blood in stool secondary to gastrointestinal bleeding. The plan for treatment was thalidomide therapy. The patient was not on anticoagulants at time of the event. On (B)(6) 2017, a subtotal colectomy was performed. No additional information was provided.

Manufacturer narrative:
A correlation between the reported gastrointestinal(gi)bleeding and the left ventricular assist system (lvas) cannot be conclusively determined. The gi bleed was reported as ongoing with plans for thalidomide therapy. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.